Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 97714 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type implantable neurostimulator product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medical representative regarding a patient who was implanted with neurostimulator for spinal pain. Record initial intraoperative impedance results, if available. Greater than 40k ohms. Caller indicated they are doing ins replacement and switched from a 97702 to a 97714 (no extensions are implanted). Caller indicated patient's ins died a couple of months ago so they couldn't check impedance pre-op and are just seeing the impedance issue now. Caller states they already tried running at higher voltages, removed leads and wiped them off and reinserted them to ensure they were seated correctly. Caller states the setscrews are tightened down appropriately. Caller states every time all 16 contacts are greater than 40k ohms. Caller indicated they hadn't checked different reference electrodes. Verified correct lead configuration. Caller was intra-operative and just looking for suggestions to try and was quick to get off the call. Reviewed to check different reference electrodes to see if it may just be the 0 and/or 8 electrodes that are high. Reviewed to test leads in mltc and switch leads in ports of ins to see what that shows. The 97702 was re placed due to normal battery depletion after testing lead impedances with an mltc we determined the leads were no functioning properly. Doctor planned to explant and replace every in 10 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.